Manufacturer narrative:
The device and leads were reprogammed and remain implanted. Should additional information become avaialble an amended report will be submitted.

Event description:
Boston scientific crm received information that four days post implant; this device exhibited prolonged pacing inhibition of four beats. The sensitivity of the device was reprogrammed and the system remains implanted. No adverse patien effects were reported.

Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains in service. Should additional information become available an amended report will be submitted.

Event description:
On (B)(6) 2010 a revision procedure was performed; the right ventricular lead (model: 0185/ (B)(4)) was successfully repositioned with normal measurements and remains implanted. No adverse patient effects were reported.